Event description:
A malfunction alarm was reported with no notable events occurring beforehand and the malfunction code displayed was malf 13. There was no adverse impact to the customer's blood glucose level. The customer reverted to an alternate method of insulin therapy.